Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was repositioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness one day post implant. Possible non capture and suspected dislodgement were noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.